Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed light source presenting a bad color image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established, however, it is probable that the lamp lighting failure was due to deterioration of the converter, additionally, the inlet fuse box was found to be burnt, which may also have contributed to the lighting issue. No further information was available, therefore the cause of the failures could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The light intensity was decreased due to the xenon lamp consumption. Even while in nbi mode, the unit emits a white light. The endoscope screen was magenta in color. Additionally, there was scorching found on the inlet use fox. The filter lens coating was peeling. There was no ticking sound due to the igniter having deteriorated, and the connection was slow due to a worn-out output connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing a normal observation procedure, his olympus visera pro xenon light source was presenting a bad color image. However, according to the initial reporter, procedure was completed using the subject device without any patient harm as the image was still visible. During the device evaluation, it was discovered that the inlet fuse box had scorching present. This report is being submitted to capture the scorching found during the device evaluation.